Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer passed away. Cause of death was not provided. Customer's healthcare provider (hcp) did not have any information regarding customer's death. Per medical examiner, customer was not a medical examiner's case and cause of death was not available.